Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number does not attach/detach. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a shield malfunction occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "big concern, could be fixed easily. Hi I was writing because of your product the bd ultra-fine pen needles for diabetes management and I have to say , "you should really invest in making the needles fit better into the cap, because as a diabetic with type 1 diabetes being insulin dependent and taking needles constantly 5 times max a day it's hard... What makes it harder is that the needles fall out of the cap via not enough friction to hold them in, I know I should always be using a sharps container but you're not always in a place that has and where do you put it? The cap falls off and if you're unable to put that small purple protector back on then you're bound to throw it in your bag and get stabbed trying to get it out. I hope you guys can make your product with more quality so it doesn't fall out, that would be amazing for all of us diabetics who use needles to eat and live every day."